Event description:
It was reported that pt had a condition described by the user facility as puckering of the skin from an active fx treatment using the ultrapulse encore. Primary med reported having treated pt with remedial ipl treatment with conservative power settings.

Manufacturer narrative:
Primary md was unfamiliar with reported reaction to activefx. Pt was seen by a consulting dermatologist who was also unfamiliar with reported results. Consulting md reviewed and concurred with primary md's treatment parameters and aftercare. This incident appeared to be a unique pt response and is therefore, not part of any product trending or reported history. Condition is improving with time and continues to be under md observation. The subject device was not evaluated by lumenis as no product malfunction was reported or suspected. A follow-up MDR will be filed should add'l relevant info become available.